Manufacturer narrative:
Review of instrument images: crrs3 - plate r18405311 tested on (B)(6) 2011 at 1:41pm, cells 1-3 resulted negative. Cell 1, 7, visually negative; cell 2, 8, visually weak positive, halo; cell 3, 10, visually weak positive, halo; cell 4, 92, positive. Customer is unsure if stirball was added at the time of testing (as stated in customer investigation form). Customer is unsure as to what color moisture indicator was at the time of testing. Customer stated there were no other samples with unexpected reactivity. A service call was made. Instrument was checked and no problems were noted.

Event description:
A customer reported unexpected negative reactivity with capture-ready screen 3 (crrs 3) assay on the galileo instrument.